Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reoccurring error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted urology pyeloplasty surgical procedure, the customer reported to technical service engineer (tse) universal surgical manipulator (usm) arm 4 led turned yellow. Tse could not view the logs as system had been power cycled. The customer power cycled; however, the issue persisted. Intuitive surgical inc. (Isi) representative called back and the error re-occurred. Tse noted error 23069 returned. The procedure was completing as a three-arm procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the 23069 error was found indicating primary encoder error. Fault on the 0x5 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all relevant components were further inspected, but no faults could be identified. The complaint regarding a reoccurring error was confirmed by failure analysis. The probable root cause can be attributed to the carriage instrument sterile adapter (isa).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a faulty connection in the within the usm or encoder, causing intermittent communication issues and triggering the errors pointing to the usm4, axis 3.

Event description:
Refer to h11 for follow-up information.